Event description:
This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Event description:
This is 2 of 3 reports for complaint (B)(4).

Event description:
Pt status post mandibular plate and screw implantation, with no bone graft for a mandible resection to remove a tumor, on (B)(6) 2008. Surgeon noted pt was discovered to have three loose or broken screws, date unk. Surgeon thinks one screw may be broken. The pt was not considered a viable candidate for iliac crest bone grafting. Patient has also received radiation treatments. Surgeon plans to remove only the loose/broken screws and replace them the new ones. Surgeon has not set a date for removal at this time. This is 2 of 3 reports for this event.